Event description:
A physician attempted arteriotomy closure using a pre-close technique with two perclose proglide devices after an interventional (abdominal aortic aneurysm [aaa] procedure. It was noted that the two devices were used simultaneously. Fluoroscopy was not performed, therefore, the exact location, vessel size and vessel condition are unknown. However, the vascualr surgeon reported "the stick was in the superficial femoral artery (sfa);' and the radiologist reportedly said, the vessel was "too small." Reportedly, there was not "a good capture" and the physician "sutured the artery shut." A cut-down was performed to restore circulation. The type of anesthesia used during the surgical procedure was unknown. At last report, the patient was reported to be "fine." Two devices were used during this event. This report represents the first device used.